Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field svc report: symptom - sys error 6 (4). No pt harm. Switched to another pump. Findings/action taken: customer had sys error 6. Replaced front end printed circuit board. Performed functional test - passed all. Software level: 2.24.